Event description:
It was reported that while using the catheter during lead implantation, a dissection of the coronary sinus occurred. A small amount of bleeding was noted but there was no other impact on the patient. No intervention of the dissection was performed and the implant procedure was successfully completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The procedure was completed without issues.